Event description:
A report was received that the patient was having difficulty charging the ipg as it would not connect to the charger. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg as it would not connect to the charger. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(4). Device evaluation indicated that the device passed all tests performed.